Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the high flow insufflation unit had a broken solenoid. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it was confirmed that the forceps elevator connector unit had gas leakage. It is likely the gas leaked due to the failure of the forceps elevator connector unit. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.